Manufacturer narrative:
It was reported by the abbott care team that the patients spouse stated that the patient was no longer implanted with device because it didn't work. Was not able to speak with patient as they have been sick the past month and isn't well. Spouse said there was no reason in abbott calling back because patient doesn¿t have device implanted any longer. Further outreach was not given. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patients ipg was explanted on an unknown date for an unknown reason. Patient declined to provide further information.